Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5592-53 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a chest x-ray which showed a small perforation of the heart with the right ventricular (rv) lead. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.